Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). Problem statement: customer reported complaint on a biohazard leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 28jun2020 to date 28jun2021. Complaint trend: there are 4 complaints related to the issue of a waste leakage not contained within the instrument. Date ranges from 28jun2020 to date 28jun2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a clog in the sit assembly. The fse (field service engineer) first checked the v8 pinch valve and found it to be working as expected. They then found the source of the clog to be inside the sit arm assembly (pn 648780) and replaced the part. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the fse ran a sit flush, service beads, cst pqc and abort rate tests to verify that the instrument was performing as expected. Although the leakage of biohazard poses a risk of contamination, the customer only came in contact with the leakage with proper ppe including gloves and coats during the cleaning of the spill, and were not harmed in any way. Additionally, the leakage was not under pressure nor sprayed, and thus did not significantly increase the risk of exposure. This instrument was not being used for clinical diagnostic tests so no patients were impacted due to this incident. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: 648780 - sit mounting arm assembly work order notes: o subject / reported: leak issue. O problem description: sit leaks when there is no tube in it. O work performed: first check the sit flush pinch valve. Ok. Found a restriction in the sit assembly itself. Replaced the sit assembly. Sit flush now working fine. Ran service beads, cst pqc and abort rate test. O cause: partial clog in the sit flush aspiration path. O solution: instrument working fine after sit replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o tfs: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drips, provide instruction for universal precautions. O req link (tfs ID): 93132libivd-did-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. O effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a clog in the sit assembly. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a clog in the sit assembly. The fse confirmed the issue to be originating from the sit assembly itself, replaced the part, and the sit flush was then able to run properly. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a leak. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? Yes. 8) where did the physical contact of fluid occur? Hands while wiping the dripping 9) what personal protective equipment was being used during the occurrence? Gloves and lab coat. 10) was there any impact to patient samples due to leak? No. 11) was customer/bd personnel harmed/injured? No. 12) what is the current medical status? No medical followup. No injuries. No direct contact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a leak. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? Hands while wiping the dripping. What personal protective equipment was being used during the occurrence? Gloves and lab coat. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. What is the current medical status? No medical followup. No injuries. No direct contact.